Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg migrated and patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction to e1 - initial reporter - reporter establishment name. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that site has confirmed that surgical intervention was undertaken wherein the pocket site was revised with ipg sutured down more to address the issue.